Manufacturer narrative:
Pump received with stuck button alarm and no button response, problem isolated to the electronic assembly. No critical pump error (open book) noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck button alarm and no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for the analysis.